Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had tricuspid regurgitation and a perforation causing a pericardial effusion. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Visual summary analysis of the lead indicated damage at implant. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression.